Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, devices did not automatically switch to critical override during a downtime period. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, devices did not automatically switch to critical override during a downtime period. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of this incident, it was determined that the station was on critical override mode. A technical support specialist (tss) dialed into the server and ran the critical override (co) query, confirming no manual co entries for any stations. Upon review, some stations were in profiled mode while others were in non-profiled mode, which prevents automatic co activation. The logs showed that during the server reboot, the data synchronization service intermittently stopped and restarted, resulting in a downtime of less than 10 minutes it's insufficient to trigger co. After further database checks, it was confirmed that the stations never entered co due to data synchronization behavior and currently, all data sync logs show normal operation. The system functioned as intended after the technical support specialist troubleshot the issue of the device.